Event description:
A field service engineer reported that while servicing a customer's laser workstation, engineer noticed that an o-ring was missing from the emphasis cassette. The emphasis disc may not be properly aligned if the o-ring in the emphasis cassette is not present. The success of certain procedures is dependent on proper alignment of the disc within the cassette.